Event description:
International affiliate reports that during a planned removal of the screws about 11 months after implantation, it was noticed that one screw of the construct was fractured near the screw head. The fracture was not obvious on any x--ray. The screw was explanted. The event did not result in any adverse consequences to the patient.

Manufacturer narrative:
Depuy spine has requested return of the device for evaluation. A follow up medwatch report will be filed upon receipt of the device and completion of the evaluation.

Manufacturer narrative:
No definitive conclusions can be made. However, examination of the returned screw found the breakage is indicative of material. Review of the device history record found no discrepancies and no other complaints have been reported for this production lot. The device is intended to be a temporary fixation device to aid in the process of fusion. Breakage can occur due to delayed union or non-union as well as with cyclical loading of the device over time. Notches, scratches or bending of the implant during the course of surgery may also contribute to early failure. These precautions are stated in the instructions for use (IFU) supplied with the device. At this time, the complaint is considered to be closed.